Event description:
A sagittal saw attachment was sent for evaluation because metal powder was noted on the device. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device was not returned to the user facility; it is not repairable once it is disassembled.